Manufacturer narrative:
Submit date: 08/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07/27/2016 that a customer had an issue with a lite glove. The customer reports the lite handle cover is splitting. The split was found when placing on the handle during set up. A new glove was placed once the tear was seen. There was no patient in the room when the lite handle glove split.

Manufacturer narrative:
Submit date: 11/11/2016. A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. A decontaminated sample without original package or lot number was received and the reported issue was confirmed; the lite glove is ripped. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.